Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. Customer stated the insulin pump was broken completely. The customer was assisted with troubleshooting and the display did not return. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed operating currents, unexpected restart error test, self test, off no power test, prime test and excessive no delivery test. No other alarm and no constant tone during testing. No blank display was noted. The device was received with broken battery tube threads, partially broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.